Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: during investigation, the pump powered up to an inoperable audio tone alarm. The pump was opened pump to find the piezo contacts misaligned. Unrelated to the original complaint, the battery compartment was cracked starting at the threads to the left side of the grip pad down to the seal.